Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for svt ablation. The patient went to recovery and started having pauses. Upon interrogated it was noted that the right ventricular lead had intermittent capture due to possible micro lead dislodgment. Lead revision was discussed. The patient was stable and would continue to be monitored.